Event description:
The customer reported that an m1094a display and mounting arm fell from the m1180a wall channel and onto a nurse's back.

Manufacturer narrative:
The hosp biomedical engineer called the remote technical assistance ctr (r-tac) and reported that an m1094a display and mounting arm fell from the m1180a wall channel and onto a nurse's back. A service order was created and a field service engineer (fse) went to the customer site to evaluate the mount and resolve the problem. The fse found that the display/mounting arm had been pushed to the top of the wall channel, and that they had tilted forward, bending the top of the rail. The display/mounting later fell onto a nurse while she was under it. The fse recommended installing a full length wall channel in place of the short wall channel, however, the customer elected to keep the existing short wall channel. The fse installed a channel stop to prevent users from pushing the display/mounting arm up (and out of) the wall channel. (Note the installation of the wall channel is the customer's responsibility. It is being considered that philips did not install the wall channel without also installing the channel stop. In this installation, the non-philips installer modified the philips mounting channel to fit the customer's headwall.) This is not being considered a product malfunction or a philips installation error. No further calls have been logged for this customer issue. No further investigation or action is warranted. (B) (4).